Event description:
It was reported that the mx550 displays a speaker malfunction. There was no sound audible. The device was not in use on a patient at the time of event, there was no patient involvement.